Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance, and subsequent treatment, appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 the patient presented with a right coronary artery (rca) perforation. A 4.0x16mm graftmaster stent delivery system (sds) failed to cross due to anatomy. A 3.5x16mm graftmaster sds was successfully used in replacement, sealing the perforation. Per physician, the device did not cause or contribute to complications or adverse events. There was no adverse patient sequela reported. No additional information was provided regarding this issue.